Event description:
It was reported that during a percutaneous coronary intervention, stent fracture occurred. Vascular access was gained via the radial approach. The 2.25x28mm, de novo target lesion was located in a moderately tortuous left anterior descending artery. A 2.25x28mm promus element stent was positioned in the lesion when it was noted that the stent strut was lifted and fractured. The promus element stent was removed and replaced with another same device. No patient complications were reported and the patient¿s status is stable.

Manufacturer narrative:
Device is combination product (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: a visual and microscopic examination of the device found the device was returned with proximal stent damage. It was noted that the most proximal stent row was flared and some of the stent struts were pushed distally. In addition, struts between the second and eight most proximal stent rows were squashed and struts from the sixth most proximal stent row were pushed distally. This type of damage is consistent with the stent meeting resistance upon withdrawal. The hypotube was kinked along its entire length. This type of damage is consistent with excessive force being applied to the delivery system. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. No other issues were noted with the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention, stent fracture occurred. Vascular access was gained via the radial approach. The 2.25x28mm, de novo target lesion was located in a moderately tortuous left anterior descending artery. A 2.25x28mm promus element stent was positioned in the lesion when it was noted that the stent strut was lifted and fractured. The promus element stent was removed and replaced with another same device. No patient complications were reported and the patient's status is stable.